Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's system was auto reducing. Troubleshooting revealed high impedances on one lead, and both leads migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein both leads were replaced to address the issue. Therapy was restored post procedure.